Event description:
During a turp procedure, a piece of the grasping forceps detached and fell into the pt. The piece was retrieved from the pt with no pt harm. Procedure was completed with no further incidents.

Manufacturer narrative:
Complaint is confirmed, one side of the jaw is broken off. The tube has minor dents. Conclusion: damage was due to mishandling.